Manufacturer narrative:
A company service rep checked the system and was unable to duplicate the reported problem. The system met specifications. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.

Event description:
The facility initially reported that the system went down in middle of the vitrectomy. The system was rebooted a couple of times, the cassette was changed, and they were able to complete case after an extended delay. During follow-up in 2007, they stated that there had been a posterior capsule tear (cause was not reported).